Manufacturer narrative:
The customer reported the lead was explanted and that it would not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported that this right atrial (ra) lead exhibited high pacing threshold (measurements not provided). The physician had it removed (will not be returned for analysis). This ra lead was no longer in service. No adverse patient effects were reported. The lead was actively implanted for approximately 14 years, 5 months.